Event description:
Allegedly, patient fell approx. Three weeks post-op. And obtained a proximal femur fracture.

Manufacturer narrative:
Investigation is not complete. Device event code is addressed in the package insert. Additional info has been requested. Although several attempts have been made, a med watch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.